Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective esd700 diode array on the distribution node pca. The root cause for the defective diode array could not be positively identified. There was no adverse event that resulted from the damaged belt.